Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an unspecified malfunction. Additional details are being requested. There was no reported patient involvement.

Manufacturer narrative:
The customer called and spoke with a philips representative. The customer resolved the issue by performing operational check with no engineer evaluation, and the device passed the test. No further investigation is required and the device remains in service at the customer site. H3 other text : the device was evaluated by the customer.

Event description:
It was reported to philips that the device could not pass self-check. There was no patient involvement.